Manufacturer narrative:
The insulin pump was received with failed battery test and unexpected battery out limit, the problem is isolated to lcd board. The insulin pump had cracked reservoir tube lip noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed with a failed battery test and a battery out limit while she was in class. The patient's blood glucose at the time of incident was 82 mg/dl. Prior to the alarms the customer stated that she would have to change her battery every week, and that the pump was fairly new. Troubleshooting was initiated for the failed battery test. There was no apparent corrosion or damage to the battery cap, spring, and battery compartment. No battery components were missing either. Troubleshooting also occurred for the battery out limit. The customer stated that the alarm occurred during normal use. It was explained to her that the battery out limit during normal use may be indicative of a loose battery cap. A replacement battery cap was shipped to the customer and no products were returned.